Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, when the device was fired, the staples did not form. A 30mm stapler was opened and used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.